Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer is stating that this unit is a rental unit, and it just came back, with a bent rear caster and the attaching hardware that attaches the hydraulic pump to the boom was missing.